Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zheng x, wang l, chen y, liu l, zhang z, xiao c. Rivaroxaban vs. Enoxaparin for preventing venous thromboembolism after hip fracture operations: a retrospective cohort study. Front surg. 2025 may 9;12:1483611. Doi: 10.3389/fsurg.2025.1483611. Pmid: 40416725; pmcid: pmc12098420. Objective/methods/study data : this single-center, retrospective cohort study aimed to evaluate the efficacy and safety of rivaroxaban compared with enoxaparin in preventing vte in patients undergoing hip fracture surgery. From 2020 to 2023, a total of 166 patients were included in the study. Divided into two groups :rivaroxaban with (n=42) patients, 24 male and 18 female with the mean age of 77.95 ± 12.91. Receiving rivaroxaban treatment while enoxaparin (n=124) patients with 68 male and 56 female. The mean age of 76.27 ± 11.00.patients receiving enoxaparin treatment. Both groups used femoral neck system (fns) and proximal femoral nail antirotation (pfna). All patients were followed up for 30 days postoperatively. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 83). -thirty seven patients had all venous thromboembolism. Intervention: not reported. -thirty seven patients had deep venous thrombosis. Intervention: not reported. -six patients with hemorrhagic event. Intervention: not reported. -three patients had minor bleeding. Intervention: not reported.